Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on lcd board. Unable to perform any test due to blank display. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Event description:
Customer reported via phone call that the device was having a constant tone and the screen was fading in and out. Customer's blood glucose was 150 mg/dl. Device was exposed to sweat. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.